Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump was malfunctioning. The insulin pump has been shutting off and was not responsive. Mother doesn¿t have insulin pump and couldn't provide serial number. The customer¿s mother reported that the customer is at school and nurse has treated them with novalog injection for a blood glucose of over 600 to 700mg/dl. The customer was advised to call back to troubleshoot. The insulin pump will not be returned for analysis.